Event description:
A report was received that during an elective explant, the physician partially severed the paddle lead body. Five contacts were dislodged and two contacts became loose after the lead was severed. The five dislodged contacts were collected from the patient's body. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead failed visual tests performed. It was reported that during explant procedure, the physician partially severed the lead body and 5 contacts popped off and were collected from the body. Visual inspection confirmed that the right lead body was severed and the electrodes connected to its cables were dislodged. There were no signs of blood or corrosion on the severed area of the lead suggesting that this occurred during the explant procedure. The damage to the lead is consistent with damage done during the explant procedure and is not considered a failure.

Event description:
A report was received that during an elective explant, the physician partially severed the paddle lead body. Five contacts were dislodged and two contacts became loose after the lead was severed. The five dislodged contacts were collected from the patient's body. The patient was reportedly doing well following the procedure.